Event description:
The customer reported that during an unspecified therapeutic procedure, the hd camera head image was lost, with no error message. There were no reports of patient harm due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Three attempts were made for device return and additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.